Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that during an office visit on (B)(6) 2015, the patient reported a shocking sensation on the right side of the chest when the device was turned up. The device was reprogrammed at this visit. On (B)(6) 2016 the patient continued to report stimulation on the right ribs. X-rays were ordered for possible lead migration and the result was possible migration of one lead. The device was reprogrammed on (B)(6) 2016. The system was replaced on (B)(6) 2016. The event was related to the device or therapy. The event was unresolved at the time of exit from the study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID 977a260, lot# va0jvjs026, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead, product ID 977a260, lot# va0jl5e013, implanted: (B)(6) 2014, explanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that after x-rays were reviewed, it appeared that one of the leads had migrated slightly. No patient complications were reported as a result of this event.